Event description:
Mid 40¿s male with past history of covid and recent chest pain. Procedure: left cardiac cath and percutaneous transluminal angioplasty. The boston scientific starter guidewire developed a ringlet that peeled back just distal from the j tip. It was removed without known harm to the patient.